Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction and requested bench repair. It is unknown if the device was in clinical use. No adverse event was reported.

Manufacturer narrative:
No analysis was performed as the device has not been returned for evaluation/repair. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information and the device was not returned. A review of the service history for this device shows the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.